Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, the patient experienced the post-op complication of migration, malposition and capsular contracture. Medical affairs has assessed the patient¿s postoperative course migration, malposition and capsular contracture as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Migration is a known inherent risk of the surgery/use of the device and listed as a possible complication in the adverse reaction section of the instructions for use (IFU) supplied with the device. This MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.

Event description:
Per clinical trial (B)(6): on (B)(6) 2018, patient underwent revision left inferior breast capsulorrhaphy using a crescent/peri-areolar incision. Unknown if concomitant procedure(s) were done. 1 piece of galaform (galaflex 3dr) was used - left side only. On (B)(6) 2018, left migration, malposition, or contraction was reported - inferior malposition. On (B)(6) 2019, patient had left breast capsulorrhaphy with capsular flap procedure. No end date was given. On (B)(6) 2019, left breast reoperation was reported (left breast was much lower than right). Patient had revision left breast capsulorrhaphy on (B)(6) 2019. Resolved without sequelae on (B)(6) 2019. Review by medical affairs identifies the reported events migration, malposition, or contraction and reoperation are likely related to the device and serious.